Manufacturer narrative:
Date of event: date of event was approximated to 06/01/2021 as no event date was reported. (B)(4). Visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. A functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole close to the proximal ro marker of the balloon. With all the available information, boston scientific concludes that it is most likely that the pinhole failure is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design. An investigation is in place to address this problem. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received a hurricane rx dilation balloon device with no associated information. This event has been deemed reportable based on the investigation results of balloon pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.